Event description:
It was reported that the patient never had experienced a painful shocking sensation from the implantable neurostimulator (ins) system in the abdominal area when he was in the upright position and leaned to the left side. It was noted that the patient was getting good response to the therapy otherwise. Follow up information received reported that there were no malfunctions with the ins and that the impedance measurements showed normal results. Reprogramming was done and the patient was now using different programs. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3778-60, serial #(B)(4), implanted: (B)(6) 2012, explanted: na, lead model 3778-60, serial #(B)(4), implanted: (B)(6) 2012, explanted: na, anchor adaptor accessory model 3550-39, lot #n315387, implanted: (B)(6) 2012, explanted: na, programmer 37744, serial #(B)(4), recharger 37754, serial #(B)(4). (B)(4).